Event description:
It was reported that the patient felt symptoms of dizziness and shortness of breath. It was noted that the implantable cardiac monitor (icm) exhibited intermittent oversensing and undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.